Event description:
Over the past month, the pt experienced unspecified withdrawal symptoms and a loss of pain relief. The hcp did a rotor and catheter study; everything seemed normal. Nevertheless, the hcp replaced the spinal piece of the catheter in 2008. The pt's symptoms did not improve. At about 3 weeks later, the pump pocket was opened and a leakage was noticed at the refill port. When filling the pump with 40 mls, the leakage was very obvious at the site of the refill port. The pump was explanted and replaced. There was no pt injury. The pt was doing very good with the new pump and was getting very good pain relief. The pump was used to deliver morphine. It was noted that pump refills were very difficult and that maybe by forcing the needle into the refill port, it became damaged. The health care professional stated he had been using the correct refill needle.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.